Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 424 mg/dl and a correction bolus was delivered to address the bg level. The customer reported the high bg was due to not delivering a bolus at the time food was consumed. Tandem technical support advised the customer to discuss the event with a healthcare provider.